Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from the us that rotaflow drive is not working. No more details provided. More information requested but still pending. Complaint ID: (B)(4).

Manufacturer narrative:
The drive come in the service center with the reported failure "drive not working". The affected rotaflow drive was sent to the repair center. A getinge field service technician investigated the device in question. According to the service order (B)(4) dated on 2020-05-06 rotaflow drive not running. Cleaned and tested the rotaflow drive and could not duplicate the failure. Ran all day and through the night without failing. Preventive maintenance, calibration check, full functional test as per the service manual. Rotaflow drive passed all tests. The most possible causes for the reported failure "drive not working" could be determined as: un)intentional stop of the pump, e.g.: defective motor control electronics. Pump stop intervention after technical error (e.g. Pump runaway, error head). Sensor error (bubble, level, pressure(in hl20 mode), flow). Software error* wrong intervention limits. Unintended rpm change by user. Unintended switch off by user. Freeze of microcontroller sab80c517. Defect of micro controller pici 14000. Defect of transformer. Defect of internal power supply (dc/dc). The drive come into the repair center with the reported failure "drive not working" and could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4)